Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that cause was not determined and the buzzing appeared normal parathesia in a normally numb area. It was reported that it was the stimulation breaking through a normally dull area. The patient was given the hd option. Issue has resolved.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was getting overstimulation in a certain area but stated that it was not an emergency; the patient wanted to contact a local rep. The rep reported that the patient experienced an occasional buzzing sensation. The rep said it was not a shock or a surge, it didn't cause any pain and the patient was perfectly fine but just would like to be seen by a rep. The rep said that it happened once a day starting a month prior to the report. The rep had an appointment scheduled with the patient on (B)(6). It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.